Manufacturer narrative:
H3: the revision reported was likely the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post-traumatic event, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided.

Manufacturer narrative:
H3) pending evaluation (d10) concomitant device(s): glenosphere 42mm 320-01-42 6154427 humeral liner 42mm, +2.5mm 320-42-03 4483543 glenosphere locking screw 320-15-05 6113795 reverse shoulder torque defining screw 320-20-00 6115379 rs glenoid plate sup aug, 10 deg 320-15-02 5958989 equinoxe preserve stem 11mm 300-30-11 5729693 eq rev compress screw lck cap kit, 4.5 x 38mm 320-20-38 5930239 eq rev compress screw lck cap kit, 4.5 x 38mm 320-20-38 6113880 eq rev compress screw lck cap kit, 4.5 x 26mm 320-20-26 6015034 eq rev compress screw lck cap kit, 4.5 x 42mm 320-20-42 6058870.

Event description:
As reported, approximately 4 years post op initial right tsa, this 71 y/o male patient was revised due to humeral liner dissociation. Humeral liner was dissociated from the humeral tray. Glenosphere, liner and tray were revised. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Photo attached. Unable to obtain x-rays. Product not returning - disposed by hospital.